Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). Device history records were reviewed for the pump and oxygenator and the records showed no anomalies or non-conformities with the products prior to distribution. Both the oxygenator and pump were replaced and returned to the manufacturer for product analysis. The pump controller log from the facility was reviewed and revealed that the pump functioned normally throughout the case. Flow remained consistent along support, approximately 3.0 to 3.5 lpm throughout the case. No downward trend was present, and no low flow alarms were encountered after the first few minutes of the case. Due to the condition of the returned pump and oxygenator, no further analysis could be performed. There were significant amounts of biological material deposited on both devices. The devices were shipped back filled with blood, it could not be determined how much or if any of the biological material was present on the device during the case. Functional testing could not be performed on the devices to replicate case conditions. Based on the fact that no low flow alarm were stored in the controller log, it is likely that the flow rate desired by the facility was not achieved with the circuit used to support the patient. It is unknown what the desired flows were during the case and there are many factors that can affect maximum flow achieved through a circuit including cannula size, mean arterial pressure, patient volume, etc. Per the controller log, the device functioned normally throughout the case. As the devices used in the case were not rinsed and submerged in formalin or saline prior to return functional testing could not be performed due to biological material accumulation. Thus, clotting formation cannot be excluded as well as the other above mentioned factors as potential contributory factor to the reported decrease in flow.

Event description:
Livanova received report that during support of a patient a tandemheart pump was used and low flow issue was experienced. It was reported that the pump and oxygenator was replaced. The patient was stable. There was no report of patient injury.